Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and possible site or set occlusion. It was also stated that the pump goes on low during ramp up and it was suspended for one and half hours. The customer reported hypoglycemia, hypoglycemia treated with glucagon, and glucose/carb intake. The low bg value e was 43 mg/dl. The event involved product(s) unk_disposables, mmt-1884. The troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low bg event. The customer does not believe the pump was overdelivering. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for unk_disposables. No product return is required for mmt-1884.

Event description:
Updated summary: customer reported having a low blood glucose during warm-up of sensor. Low of 43mg/dl was treated with two glucose tablets, peanut butter, and a brownie. Customer also takes jardiance, which can cause a low when taken with insulin. Troubleshooting was done. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6(health effect ¿ impact code & health effect - clinical code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.